Event description:
Report received of an overdelivery. The pump was programmed at an unspecified time in 05/03 to deliver dilaudid 0.2mg/ml in the pca + continuous mode with a loading dose of 0.2mg, a continuous rate of 0.4mg/hr, a pca dose of 0.2mg, a patient lockout of 5 minutes, and a 4-hour limit of 6mg. It was reported that the pump was infusing for approximately 1-1/2 to 2-1/2 hours before the syringe that contained 6mg was empty. The nurse attempted to review the display history to account for the drug by determining how many pca doses that the patient had received, but the display history revealed no data. The pump was removed from clinical service. There were no adverse patient effects reported. Though requested, no additional information was available.